Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.

Event description:
I have been in contact with the head of neurodepartment and the engineer at (B)(6). Recently they have experienced lots of problems with our icp microsensor 826631. It normally happens after surgery when the patients are transported to the ICU department. The icp value suddenly shows 50 or higher and patients are rushed to the radiology department for CT. The cts show 10, (normal value). This has happened several times! The patients are then taken back to the or and have the sensors changed. After a day or two the same thing happens again. The employees are experienced users and have updated icp express monitors and cables. Without knowing for sure, the hospital feel that the problem started to occur after we got the rohs compliant sensor (the yellow one). We have been told the only change that was done with the sensor was the color. I will contact emea to have in writing what changes have been done. The hospital is aware of esd and will do investigation at the ICU department if necessary. I have asked the hospital to collect the affected sensors in the future. Update 3/9/16 per rep: is this report a generic complaint with the device or does pertain to a particular incident or incidents: if there are specific reportable incidents you are aware of, we will need to file reports on them separately. For each reportable incident we need the following information:the reason I sent in only one report is that the customer says that this has happened regularly. I guess it means that it's a generic complaint. Did this event occur intra-operatively: no, after surgery. Did the reported event cause any delays in surgery or procedure over 30 minutes: no delay in surgery, but a lot more time spent on patient care. Were there any adverse consequences to the patient: need for extra, unnecessary CT. What actions were taken as a result of this incident: new sensor implanted. Is the device being returned for evaluation: no, I have asked the hospital to collect misbehaving sensors in the future. They just throw them away. Is there a serial or lot number you can provide: no. Please provide the event date. Many dates, not a specific date. Was the device revised or was it removed and monitoring discontinued?: no, the devices effected were replaced with new microsensors.